Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and exterior physical visual inspection: fail - sensor wire is missing. Adhesive patch and housing puck are detached. Applicator is partially deployed. Sensor wire was not present. The problem is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a detached sensor wire. The sensor was inserted into the arm on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that they had an issue with deployment. Dexcom labeling indicates: place fingers of one hand on edges of adhesive patch. Pinch up your skin at the tips of the white adhesive. Place two fingers directly above collar to steady applicator barrel. Place thumb on the white plunger. Push plunger completely down the applicator barrel. You should hear 2 clicks. Move two fingers from above collar to below collar. Keep your thumb as a base on the white plunger. Pull back collar all the way towards your thumb. You should hear 2 clicks.